Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Customer was able to successfully fill the cartridge. Additionally, it was reported that there were air gaps in the tubing. The tubing was changed to address the air bubble event. There was no impact to blood glucose.